Event description:
Pt was revised to address osteolysis.

Manufacturer narrative:
(B)(4). The analysis results found that the ets45 device was received in good visual condition and with a reload loaded on the device. The reload was received fully loaded with staples. The device was tested for functionality with the returned reload and it fired, cut and formed the staples as intended. The cartridge was taken off of the device and placed back on and it click into place. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic appendectomy procedure, they opened and closed the stapler twice to check that the instrument worked well. During the firing they didn¿t feel resistance. They opened the jaw, the stapler cut but didn't staple. They re-stapled using a competitive device. They used an extra 5mm trocar to reach the place better. After the surgery they took another reload to test the stapler and that went well. So the problem is probably the reload and not the device. The procedure was prolonged 60 minutes.